Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-dec-2022. The most recent information was received on 30-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and arterial disorder ("major arterial problems") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1490 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced arterial disorder (seriousness criterion medically important), white matter lesion ("damage to the white matter of the brain which gives me excruciating migraines") and migraine ("damage to the white matter of the brain which gives me excruciating migraines"). The patient was treated with fentanyl as well as surgery (essure removal and had my left leg amputated in 2020). At the time of the report, the white matter lesion and migraine had not resolved. The outcomes for medical device removal and arterial disorder were unknown. No causality assessment was received for essure with regard to arterial disorder, migraine, medical device removal or white matter lesion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and arterial disorder ("major arterial problems") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1490 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced arterial disorder (seriousness criterion medically important), white matter lesion ("damage to the white matter of the brain which gives me excruciating migraines") and migraine ("damage to the white matter of the brain which gives me excruciating migraines"). The patient was treated with fentanyl as well as surgery (essure removal and had my left leg amputated in 2020). At the time of the report, the white matter lesion and migraine had not resolved. The outcomes for medical device removal and arterial disorder were unknown. No causality assessment was received for essure with regard to arterial disorder, migraine, medical device removal or white matter lesion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.